Event description:
Epidural hematoma. Pt was brought to the operating room for planned surgical placement of deep brain stimulator (dbs). Clearpoint headframe was screwed into the skull in appropriate fashion. Pt was taken to MRI scan as per protocol. It was at that time that the surgeon noted a large left acute temporal lobe epidural hematoma. It appeared that the left temporal pin had penetrated the skull and had lacerated the middle meningeal artery. Dbs was aborted and she emergently had a craniotomy for evacuation of the hematoma. The hematoma was evacuated and the bleeding stopped easily. A 7-french round jp drain was placed in the epidural space. Pt was taken to picu. Operative report attached. Jp drain was removed (B)(6) 2014. Follow-up CT scan showed residual left temporal epidural hematoma status post evacuation. On (B)(6) 2014 pt was resting well, requiring some pain management medications. Plan was to transfer her to a floor.